Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Beginning the week of (B)(4) 2015 rv coil impedance spiked to 254 ohms from a trend of 60-70 ohms.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had high impedance. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was unable to confirm an issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.